Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: g2, adding health professional, other, india. Information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the main lamp does not ignite due to faulty temperature sensor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and upon inspection and testing, it was observed that the main light would not ignite and the front panel buzzer did not produce sound. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided

Event description:
A user facility returned the olympus asset, camera control unit, to the olympus service center. Upon inspection and testing of the returned device, the main lamp would not ignite. This report is being submitted for the event found during evaluation. There was no patient involvement.